Event description:
Reporter indicated that the patient's device was exhibiting high impedance, indicating a potential malfunction. It was reported that during a pulse generator explant due to end of service, high impedance was observed. However, at that time, the lead was not explanted, only the generator. During the first post-op visit, the neurologist also observed the high impedance (dc-dc code of 7 and limit) while programming the device back to the previous device parameters. The neurologist also noted that the patient's voice did not change with stimulation, indicating that the device was not delivering the intended stimulation. It was further reported that the surgeon noted a device problem during the end of service explant surgery; however, he did not want to perform a lead revision, so the patient was closed. A lead revision surgery is scheduled. The cause of the event is unknown at this time; the device is currently implanted.